Manufacturer narrative:
The device was returned for evaluation, the evaluation found no data was appearing with images flickering on the screen. Additionally, the camera switch was not working, and the video connector was cracked. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, endoeye flex deflectable videoscope to olympus due to a blurry image. Upon inspection and testing of the returned device, it was observed that no data was appearing on the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation presumed that the event occurred due to a broken circuit board in the video connector. Additionally, the charged coupled device cable might have been broken in the bending section due to physical stress such as forcible insertion/withdrawal of a trocar while angulating the device or due to foreign material adhered while the power or the video connector was connected or disconnected. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor.